Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. After charging the pump the customer received a malfunction 1-0x200c. The customer's blood glucose level was impacted (438 mg/dl). Customer took a manual injection to stabilize high blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.